Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that unscrewing of the prosthesis revealing a fracture of the implant collar. Gingival perforation, inflammation, bone loss, dehiscence was reported as a result of the event. Procedure completed with another implant. Zimvie did not received the reported device (tsvb10). Instead, a different device was received (spb10) without malfunction. Customer was contacted but no information has been obtained. Therefore, visual/physical evaluation, and functional test of the complaint product could not be performed. DHR review for the lot (63409854) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63409854) and no similar event or complaint was found. (Complaint category keyword: fracture: implant). The customer did not submit images. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev (B)(6) 2019. Information identified: contraindications, precautions, and adverse effects. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification /k011028/k013227.

Event description:
Unscrewing of the prosthesis revealing a fracture of the implant collar. Gingival perforation, inflammation, bone loss, dehiscence was reported as a result of the event. Procedure completed with another implant.